Event description:
It was reported by the customer that a bd pyxis medstation system faced door failure, prevented user to access the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had door failure. A field service engineer replaced latch to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station had door failure which prevented user to access the required medication. A field service engineer replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation system faced door failure, preventing user to access the required medication. During device inspection, a field service engineer found latch needed replacement. There were no adverse events or injuries reported based on this event.